Event description:
Waffle cushion deflated after patient use. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for waffle cushion, static air seat cushion (per site reporter). Equipment failure trend reported to manufacturer. Equipment available for return.